Event description:
This report addresses the issue of use error- failed to follow therapy steps. The customer contacted baxter's technical service center to request assistance with re-priming the patient line while using the home choice (hc) during initial drain. The baxter technical representative (tsr) asked what was on the screen, and the hp stated "stopped drain." The tsr explained that the hp will have to start over with new supplies since the hp cannot go back to re-prime the patient line, and the therapy had already started. The tsr suggested she ask the nurses for solution bags. The hp did not want to do that. The tsr explained again that the hp needed to start over with new supplies. The hp got mad, said okay and hung up. The tsr did not get a chance to assist the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is confirmed because the customer contacted baxter's technical service center to request assistance with re-priming patient line when therapy had already started, which is a use error that can cause air to enter the peritoneal cavity. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted.